Event description:
Patient sustained minor cut on his penis while urinating. Examination revealed that the urinal had an edge which was sharp and burred. Upon investigation, an additional four urinals were found to have the same problem. Treated patient's cut with topical bacitracin. Healed satisfactorily.we have contacted the distributor who is filing a report with the manufacturer.